Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. This information is addressed in the instructions for use (IFU): "chapter 7 cleaning, disinfection, and sterilization procedures equipment needed. Prepare the following equipment and wear appropriate personal protective equipment. Single use single-ended cleaning brush (bw-400b)." Olympus will continue to monitor the field performance of this device.

Event description:
The endoscopic support specialist (ess) reported that during an onsite reprocessing education visit at the customer¿s site, it was noted that the scope was being improperly reprocessed. The ess reported that the customer was not brushing the scope and there were no brushes at the customer¿s site. There was no associated patient infection.

Manufacturer narrative:
As part of our investigation, the ess provided the customer with the model (bw-400b) of the cleaning brushes that are used to brush the scope. The ess also provided the customer with the local sales representative contact to order the brushes. Since there was no issue reported with the scope it will not be returned for evaluation. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.